Event description:
Information was received indicating that a double beep occurred to a smiths medical cadd-legacy® pump. There were no reported adverse effects.

Manufacturer narrative:
One smiths medical cadd-legacy pump was returned for analysis in good condition. There was no noted evidence of complaint within the device history log. The pump was powered up with no problems or no evidence of "double beep." Based on the evidence, the complaint is not confirmed and the root cause is unknown at this time.